Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no explant or reoperation performed. Concomitant products: 350cc mentor memorygel breast implant, catalog # 3503504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation with a 350cc mentor memorygel breast implant and experienced right sided rupture post procedure. The rupture was diagnosed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 8/1/2019. The serial number has been updated to (B)(6). In addition to the rupture reported previously, the right side was stated to have slight capsular contracture and noted asymmetry requiring capsulectomy. Additionally, a magnetic resonance imaging report, ultrasound, and mammography indicated a right sided lump that was found to be benign when tested after biopsy. See 1645337-2019-18080 for contralateral prosthesis report. The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 7/8/2019. The device was explanted on (B)(6) 2019. Is other serious: uncheck, is required intervention: check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 9/11/2019. When the devices were explanted, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed. Device evaluation summary: according with the information reported the patient experienced a rupture and capsular contracture. During analysis of the sample, it was found ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).